Event description:
It was reported that vacuum was applied properly to balloon. However, iab unwrapped prematurely as they attempted to insert it through sheath. A new kit was obtained and inserted. There were no reported pt complications.